Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock therapy. The health care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm). Upon review, ts determined that the shock delivered was inappropriate due to the device oversensing signals on the ventricular channel. Ts noted that the signals appeared to be electromagnetic interference (emi) in nature. At this time, the device remains in service. No additional adverse patient effects were reported.